Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that new battery resolved the issue. Customer reported that display was blank of insulin pump. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display returned after insulin pump restart. The insulin pump will not be returned for analysis